Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guidebook page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using wearing the infusion set for 3-4 days, and not removing cartridge air. Tandem clinical support informed customer that wearing the infusion set for 3-4 days, and not removing the cartridge air, is off label per the user guide. Customer cleared the alarm and reported that the pump supplies would be changed. There was no reported adverse impact to customers blood glucose (bg) level.